Event description:
It was reported that the asymptomatic patient presented in clinic for a routine generator change. It was noted that noise, oversensing was observed on the atrial lead leading to auto mode switching. The atrial lead was capped (B)(6) 2022 and replaced. The patient was stable.